Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 23 mg/dl and diabetic ketoacidosis. The customer was advised to follow up with their doctor regarding their blood glucose and to monitor the pump. Customer's blood glucose at the time of the call was 203 mg/dl. Troubleshooting indicated that it appeared that the pump is operating as designed.